Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). A follow up will be conducted to provide the legal plaintiff information for the initial reporter once the details are provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle medical records received. After review of medical records the patient was revised to due to failed hip. Patient's history reported of pain, el and possible bone loss around his femur. Revision notes reported, there was a small amount of fluid in the capsule and necrotic material but no major metal staining. There was an early age of trunnionosis noted in the head. Cobalt and chromium levels were below 7 ppb. Doi: (B)(6) 2009 - dor: (B)(6) 2019 (left hip). Please see (B)(4)for the right hip.